Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of symptoms and the lead exhibited loss of capture. A fluoroscopic examination revealed cardiac perforation. The lead was explanted.